Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the defective component of the rd900agu neopuff infant resuscitator from the distributor for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported to a fisher & paykel (f&p) healthcare area manager that the fascia and valve assembly of an rd900agu neopuff infant resuscitator had a leak. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected and performance tested. The tests were carried out based on the neopuff technical manual. Results: no physical damage was observed to the returned neopuff unit. The valve system passed the tests specified in the technical manual. Conclusion: the fault reported by the customer was not replicated during investigation.

Event description:
A distributor in israel reported to a fisher & paykel (f&p) healthcare area manager that the fascia and valve assembly of an rd900agu neopuff infant resuscitator had a leak. There was no patient involvement.